Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported the shocking sensation the patient experienced when changing positions occurred when the device was on.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation. The event was reported as ongoing. Interventions included reprogramming. The patient experienced a shocking sensation when changing positions. The event was related to the device or therapy and not related to the implant procedure. The severity was noted as mild.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient was lost to follow up on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The patient's baseline weight was provided.